Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late. This report will be amended when our investigation is complete.

Event description:
It is reported that the top foil layer of the packaging was not sealed. Another device was implanted.